Event description:
Customer reported that the cables and the stopper at the end of the rail have fallen down. There was no report of patient involvement. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.